Event description:
Caller (son of pt) alleged discrepant results compared with the dr's meter and the lab. Results as follows: date: (B)(6) 2012, inratio2: 2.9, dr's meter: 2.3, lab: 2.5. Time between tests: minutes. Pt's therapeutic range: 2.5 - 3.5 inr. Caller states that for the last 3 weeks, his father's meter results have been high then low then high again. Physician has been changing pt's coumadin dosing recently: 10 mg/day to 5 mg/day to 7.5 mg on certain days. Pt has had blood in the eye for 3 weeks.

Manufacturer narrative:
Investigation pending.